Manufacturer narrative:
No button error alarm during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. No moisture damage on electronic, motor, vibrator, and battery tube assembly during visual inspection. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, and stained end cap sticker.

Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump. The customer also reported that there was moisture behind the display of the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)